Manufacturer narrative:
(B)(6). Medical product-dist tib antlat left nrw 6h catalog#:16203006 lot#:unk, cortical screw catalog#: 815037030 lot#:unk, 3.5mm low profile cort 30 mm catalog#: 131218030 lot#:unk, 3.5mm low profile cort 42 mm catalog#: 131218042 lot#:unk, 4.0mm canc lock screw 42mm catalog#: 816140042 lot#:unk, 4.0mm canc lock screw 42mm catalog#: 816140042 lot#:unk, 4.0mm canc lock screw 40mm catalog#: 816140040 lot#:unk, 4.0mm canc lock screw 24mm catalog#: 816140024 lot#:unk, 4.0mm canc lock screw 26mm catalog#: 816140026 lot#:unk, cerement bone void filler 5cc catalog#: 800-4000 lot#: mlot0322, 1.6mm k-wire 6in catalog#: 14425-6 lot#:unk, 1.6mm k-wire 6in catalog#: 14425-6 lot#:unk. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the hospital has retained the product. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-07152, 0001825034-2017-07153, 0001825034-2017-07154, 0001825034-2017-07155, 0001825034-2017-07156, 0001825034-2017-07157, 0001825034-2017-07158, 0001825034-2017-07159, 0001825034-2017-07162, 0001825034-2017-07163.

Event description:
It is reported that the patient was revised due to infection approximately nine (9) months post implantation of a trauma plate. The patient's fracture had reportedly healed, and thus all products were removed. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). The following report is submitted to relay additional information. The reported event could not be confirmed based on limited information received. No products were returned; therefore, the visual and dimensional inspection was not performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action is required. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.